Event description:
The customer reported via phone call indicating that they had an excessive no delivery alarm during bolus. Customer's blood glucose was 163 mg/dl. The customer stated that insulin does not exit the tubing. The customer was advised to change reservoir, the customer stated that insulin exits after prime. Customer was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.